Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Additionally, the patient had an ulcer on the lower leg extremity which then turned into methicillin-resistant staphylococcus aureus (mrsa) bacteremia. Furthermore, a vegetation on rv lead was found. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.